Event description:
The user facility reported that the physician began deploying the involved angio-seal device as normal, but when he pulled back to secure the collagen and the suture, the site bled as if there were no closure device present. Pressure was held. Estimated blood loss was less than 250 ccs. The event occurred intra-operative. Medical/surgical intervention was required.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor preventing it from posting on tip of the sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Additional information was recevied on(B)(6)2024: the procedure performed was a standard angio groin access using a 6fr sheath. Once the angio-seal failed manual pressure was held. There was no harm to the patient.